Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx defibrillator indicating that the functional test is giving an error and the defibrillation and paddle test also randomly give errors. The customer performed troubleshooting replacing the paddles; however, the errors continued. Remote support from the customer care solution was received and it was determined the errors were a malfunction of the therapy printed circuit assembly (pca). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed by the customer's troubleshooting. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.